Event description:
The patient reported that she didn't have leakage during the trial and it worked great. She was implanted the day prior to this report and was having leaking the day of this report and it shouldn't be happening. It was noted that she was feeling stimulation. It was confirmed that therapy was on and she was on program 3 at 1.5 volts. She was redirected to her healthcare provider (hcp) if she continued to not get relief. Additional information received from the patient on (B)(6) 2016 reported that her implant site was terribly painful and the incision line was red since implant. Therapy was helping and she was getting relief. She had seen her hcp 3 days prior to the call and the hcp did not think there was a problem with the incision area. The patient was redirected to her hcp again for medical advice. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient was still having pain around the implant site and was having trouble sleeping. The implantable neurostimulator (ins) was onthe right side of the patient's body. The healthcare provider (hcp) stated the pain may be an infection and provided the patient with antibiotics, which was causing a yeast infection. The patient stated the therapy was helping them and "don't give it up". The patient mentioned the hcp discovered during implant that they had broken their tailbone years before; the patient's tailbone hurt and they had trouble sitting six to eight years ago, and that could make it difficult for the incision to heal, but they were not sure. The patient was to follow up with the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.